Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system controller (sc) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was an inoperative integrated circuit (ic), designator u61.

Event description:
The customer contacted physio-control to report that their device had a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would reboot by itself. As a result, defibrillation may not be possible if it were necessary.